Event description:
During a standard inspection of a customer returned asset, the main switch on the evis exera iii video system center could not be turned on. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus and the issue was confirmed. It was found that the main switch could not be pushed due to a faulty power supply switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the root cause of the ¿main switch cannot be pressed¿ was due to the power switch being broken. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.